Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter. Irrigation failure. No irrigation was observed when the octaray mapping catheter was inserted into the left atrium and then removed. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence. The device evaluation was completed on 25-sep-2024. The device was returned to biosense webster, inc. For evaluation. Visual inspection and irrigation test of the returned device were performed following biosense webster inc. Procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed and no issues were observed. The device was flushed, and no bubbles, alarms, or obstructed holes were observed during the test a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster, inc.¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter and an irrigation failure with device used on patient occurred. Irrigation failure. No irrigation was observed when the octaray mapping catheter was inserted into the left atrium and then removed. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. The issue was noted during the device was used on the patient. No errors on irrigation pump. No irrigation was observed when the octaray mapping catheter was inserted into the left atrium (la) and then removed from the la. No water came out of the lumen of the octaray mapping catheter.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).